Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "on (B)(6) 2022 blood stained milky fluid was found inside a patient¿s statlock dressing. When taken down, the line had split at the triangular flange where the two lumens go into one. The fluid was leaking out of one side under the wing. The other lumen was bled back and infusions were switched onto that lumen, unfortunately the same leaking occurred. Peripheral lines put in and then central access gained later in the day. The groshong line was removed. The patient was not harmed."